Event description:
The customer reported that the battery cannot be charged for their device. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the battery cannot be charged for their device. There was no report patient involvement. The device was evaluated by a philips field service engineer and the issue was verified. The ac power cord was found to be defective. The power cord was replaced with another power cord which resolved the issue. The device is functioning as intended. This a malfunction of the ac power cord. No formal response was requested and none is warranted. No further investigation or action is warranted.